Event description:
Caller states the patient tested 1.0 inr on coaguchek system 1 and 2.5 inr on coaguchek system 2 during duplicate testing. Coumadin was decreased from 4mg to 3mg based on device results. No adverse event reported. Requested return on suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2. Reference medwatch is for suspect device in coaguchek system 1.